Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 4.0 x 18 mm multi-link 8 stent delivery system (sds) was advanced, but could not cross to the lesion. The sds was removed, and it was observed that the proximal stent struts were flared. It was noted that mild to moderate resistance was felt during removal. A second 4.0 x 18 mm multi-link 8 sds was advanced, but this device did not cross the lesion. During removal, resistance was felt with the vessel again, and the stent dislodged in the proximal circumflex. A snare device was used to retrieve the dislodged stent. A new guide wire was advanced and further dilatation was performed. A 3.5 x 15 mm multi-link 8 sds was advanced and the stent was deployed to treat the lesion successfully. A delay in the procedure was noted due to the need to snare the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: fielder fc, balance heavy weight; guide cath: jl 3.5 6fr. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest product quality deficiency. The additional multi-link 8 is being filed under a separate medwatch report.